Manufacturer narrative:
B5 summary and section h codes updated to reflect the completed investigation.

Event description:
The customer reported a cot drop due to the safety bar not catching the hook (cot drop, difficult to load/unload). No adverse consequences were alleged to have occurred to patients or staff. Further discussion with the customer identified that this was likely the result of use error.

Event description:
The customer reported a cot drop due to the safety bar not catching the hook (cot drop, difficult to load/unload). No adverse consequences were alleged to have occurred to patients or staff.